Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (B)(4) alleging that her onetouch verio flex meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to remember when the inaccuracy issue first began. The patient stated that on (B)(6) 2016 at 3pm she allegedly obtained a blood glucose result of 519mg/dl using the subject device compared to a reading of 157mg/dl using another meter (brand not known), both measurements within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results exceeds lifescan's criteria for accuracy. The patient manages her diabetes using janumet and reportedly increased her usual dose from 2 tablets per day up to 3 tablets per day in response to the reported issue. The patient claimed experiencing symptoms of vomiting approximately 15 minutes after the alleged accuracy issue began. The patient did not specify receiving any further form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr confirmed that the meter was set to the correct unit of measure, an approved sample site was used to obtain the results and the test strips were stored correctly and within expiry. The csr noted that the patient did not have any control solution. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop signs/symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter/product issue remained unresolved at the time of troubleshooting.